Event description:
It was reported that while surgeon was attempting to ream more than 1mm of material at a time, the reamer head broke off. All fragments were reported as retreived and surgery progressed without incident. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.